Event description:
It was reported that this left ventricular (lv) lead was dislodged and it was confirmed thorough xray. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.